Event description:
The user facility reported that during a percutaneous coronary intervention (pci), the izanai wire was in the first diagonal, with the tip prolapsed. The physician then did a balloon angioplasty, the wire straightened out, and perforated the distal end of the first diagonal. It was observed that the patient coded. A pericardiocentesis was done, drained, an angiogram was performed, and a nester coil was placed. The patient was hypotensive 60/40. They waited; however, the patient was still bleeding, therefore they placed a second nester coil. The estimated blood loss was greater than 250cc's, 3,000cc's. The case was straightforward, non-stemi. The type of procedure was a pci and stent. Relevant tests and lab results including dates are as followed, four (4) catheterizations - one (1) on thursday (B)(6), two (2) overnight, one (1) in the evening on (B)(6). The reported event did result in patient injury and/or require medical or surgical intervention. There was a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 01nov2023: the patient was admitted to the hospital on friday (B)(6) and was discharged on thursday (B)(6).